Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Visual and sem analysis of the device shows numerous hub deformations, scratches, and other wear marks on the shank and distal hub. The shaft is fractured approximately 2/3 distal from the proximal shank. There are numerous circumferential scratches, indicative of contact with hard objects. An x-ray fluorescence scan confirmed the device to be conforming to device specifications. Hardness was also found to be within print specification. The proximal portion's fracture surface shows many deep scratches leading up to the fracture point, suggesting repeated hard use. The fracture artifacts indicate a bending overload fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the reamer fractured. No adverse events have been reported as a result of the malfunction.